Manufacturer narrative:
The axiem power cable was returned to the manufacturer for analysis. After visual examination, no apparent physical damage was noted. However, continuity test revealed a short between pin 1 and pin 4 of the usb cable. The hardware investigation found an electrical failure mode. This issue was recommended to be added to an existing medtronic navigation hardware anomaly investigation to confirm that the issue is related to this failure.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The open in the axiem power cable was found to be between the usb power to ground. Which could result in the computer shutting down without prompt from the user and going into a current protect mode.

Manufacturer narrative:
A medtronic representative inspected the navigation system on-site. The axiem cord was found to be damaged and was replaced. The issue was resolved and the system worked as intended after replacement. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. A computer was received by the manufacturer for evaluation. It was found to be unused and not related to the event. The axiem cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that while in a cranial resection case, the navigation system experienced a connection failure with axiem and stopped responding. The system was rebooted, but displayed 'no signal'. The side panel and fan cover was removed. It was reported that the computer was no longer turning on (no fan noise from the computer fan and no communication lights on the ethernet port). The power cable was reseated, but there was no resolution. Another outlet on the uninterruptible power supply (ups) was checked, with no change. It was then reported that the power chain was bypassed and the computer connected directly to an outlet, without change. The manual reset button on the back panel was also checked without change. There was a reported delay to the procedure of less than 1 hour due to this issue, and the case was aborted at that time, after the incision was made. The case has been rescheduled.